Event description:
Dr. Indicated fracture. The doctor's view that the implant was broken due to the strong force applied to the bone resorption. There is no health hazard. Tooth site # 30.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
An osseotite® implant 4 x 11.5mm (oss411) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and bone with fracture at the threads. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device was located on tooth #30 and was used for approximately 3 years. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (2017112324). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2017112324) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: g6: checked "follow-up". H3: changed "no" to "yes".

Event description:
No further event information available at the time of this report.